Event description:
It was reported that post op to a lap gastric bypass the patient that had to be taken back to theatre. The surgeon used 1/2 slr ( ie: one sided on the cartridge) on a firing on the stump of the small bowel when doing the roux limb and bp limb. He used half on the roux limb and half on the bp limb. The patient had to be taken back with a small bowel obstruction, and when the surgeon had a look there seemed to be an inflammatory response happening at the enteroenterosomy area and the mesentery closure area. There may have also been hemostats used in the area but the surgeon has to check the patient notes to confirm this.

Manufacturer narrative:
(B)(4). Date sent 2/13/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.